Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No prime alarm noted during testing. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. The customer was unable to clear the alarm. The customer discontinued the use of the insulin pump and followed their medical prescription for insulin shots until the replacement arrived. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.